Event description:
Information was received that the "peep" of smiths medical pneupac parapac plus ventilator is "off on high end". No adverse effects were reported.

Manufacturer narrative:
Device was received in fair condition with damaged components including the front panel, battery cover and a small knob. Supplied 60 psi oxygen for an initial check. Peep measured high at 30 cmh2o. This confirms customer reported reason. Secondary issue found was the patient pressure cycling indicator flushing prematurely. Reset peep control needle and CPAP control setting to correct all issues. Problem source is device was damaged and required calibration.